Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- chipped server plug-in, with the most probable cause traced to a component failure and foreign material in the forceps elevator, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscpe presented foreign material in the forceps elevator and chipped server plug-in. There was no patient involvement.